Event description:
The reporter stated that the surgeon inserted an aa4203tl single piece silicone with toric optic lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury.